Event description:
It was reported that this right ventricular (rv) lead exhibited a high capture threshold and a loss of capture when implanted with a guiding catheter. The threshold was initially in range, however, after slitting the sheath, the threshold elevated despite no positional change. When attempting to remove this rv lead for repositioning, resistance was felt near the tricuspid valve and this rv lead got stuck. Also, this rv lead got entangled with the right atrial (ra) lead, causing a loss of mobility in both leads. In addition, when attempting to remove this rv lead, the lead fixation sleeve had dislodged and migrated into the body. The sleeve was temporarily secured using a straight stylet. The procedure was then delayed, and the patient underwent an emergency hospital transfer for a removal procedure. During the removal, a new pocket was created on the patient's left side, the stylet was replaced, and stiffness was adjusted to resolve this rv lead being stuck in the valve. Under fluoroscopic guidance, it was confirmed the sleeve was still attached to this rv lead. This rv lead and the ra lead were successfully explanted. During the removal of the leads, the tricuspid valve was damaged. New rv and ra leads were implanted a day after the removal procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.